Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3 of their automated peritoneal dialysis therapy. Reportedly, the home pt did not close the clamps on the unused supply lines of the homechoice set. Baxter's technical svc ctr assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt.